Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during drain. The home patient (hp) turned the hc off and disconnected herself when she should not to clear the alarm. She disconnected in therapy but not properly. Proper procedures per the user manual were reviewed with the reporter. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per baxter labeling, users are instructed to use proper procedures when temporarily disconnecting from therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.